Event description:
A report was received that a patient was having difficulties charging her ipg. A bsn representative attempted to troubleshoot, however, was unsuccessful. A fluoroscopy and x-rays were taken and confirmed the ipg was flipped. The physician recommended the patient undergo an ipg revision.

Event description:
A report was received that a patient was having difficulties charging her ipg. A bsn representative attempted to troubleshoot, however was unsuccessful. A fluoroscopy and x-rays were taken and confirmed the ipg was flipped. The physician recommended the patient undergo an ipg revision.

Manufacturer narrative:
Additional information was received that during the pocket revision, the physician elected to explant the ipg and implant a new ipg in a different location. The patient was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
(B)(4).